Event description:
It was reported that solis vip ambulatory infusion pump, won't attached to cassette. No patient injury reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. The device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. Evidence of the reported problem was found multiple times in the device event history log. The customer reported problem was duplicated following functional testing and the cause was found to be defective occlusion sensor. Corrective action was the replacement of the downstream sensor. Root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.